Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded rotor and preload, as well as, damaged housing. Those parts were replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported by a field service tech that the handpiece began overheating while being tested during a routine maintenance visit and in a non-sterile environment. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.